Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. Vascular access was gained via the radial artery. A 95% stenosed and 20mm long, eccentric shaped, de novo target lesion was located in a moderately tortuous and moderately calcified mid left circumflex (lcx) artery with a reference vessel diameter of 2.5mm. The lesion was pre-dilated with a 2.5x12mm maverick balloon catheter, resulting in 85% residual stenosis. A 2.25x24mm synergy stent was advanced to the lesion and while the physician was pushing and pulling back on the stent delivery system the synergy stent came in contact with the tip of the 6f non-bsc guide catheter and the proximal portion of the stent became damaged on the balloon. The physician deployed the damaged stent in the proximal lcx. No further intervention took place in regards to this stent. A 2.25x12mm synergy stent was deployed in the mid lcx. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is combination product. Age at time of event: 18 years or older. (B)(4). Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).